Event description:
On (B)(6) 2017 I received a breast augmentation and had mentor smooth round moderate profile memory gel implants implanted. Less than one month later, I woke up unable to sit up or move. I went to the hospital and was sent to an orthopedic dr who thought I had meningitis and sent me back to hosp. I was then sent to a rheumatologist who diagnosed me with a connective tissue disorder. I missed months of work and told I would need to go on disability. I went to the (B)(6) clinic and diagnosed with fibromyalgia and received a positive test for scleroderma. Prior to my implants I had never had any health problem. FDA safety report ID # (B)(4).